Event description:
The customer reported that the side panels have zipper damage on the canopy. They did not specify exactly what damage there is or where the damage was on the canopy. No pt injury was reported. Inspection of the canopy shows that the large window a zippers slider body is open.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zippers slider body is open. There is other product damage not related to this complaint. (B) (4).